Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing while running a set on the pump, an air in line alarm was not reproduced. A review of the event history log revealed multiple air in line messages. Event history log evidence alone does not confirm the reported issue, as they may occur through typical use of the device. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. The device was determined to be within specification during flow testing. No correction required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a (B)(6) pump had an alarmed air in line during setup. There was no patient involvement. No additional information is available.